Event description:
The customer received control readings 75,75 and 76mg/dl on the contour next ez. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The control information could not be obtained, so the report will be submitted under the meter. The customer was asked to return the control for evaluation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
This information was not provided in the initial report.